Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol 3dmax device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol 3dmax. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol 3dmax device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2010) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d4 (product catalog no., corporate lot no., expiry date, UDI no.), d6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol 3dmax. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2010 ¿ patient was diagnosed with indirect right inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh. Per operative notes, ¿the hernia defect in the right inguinal region was reduced and 3dmax mesh was placed and secured with sutures.¿ (B)(6) 2011 - patient was diagnosed with strangulated small bowel obstruction, abdominal pain and gangrenous bowel thereby underwent open repair with partial removal of mesh. Per operative notes, ¿there is a loop of small bowel and appendix firmly adherent to the mesh. Inflammatory adhesion from the mesh causing a complete obstruction and gangrene of the bowel. The exposed portion of the mesh was excised and remaining mesh was sutured. The obstructed, and gangrenous portion of the bowel was resected and sutured.¿ (B)(6) 2013 - patient was diagnosed with small bowel obstruction thereby underwent open repair. Per operative notes, ¿dilatated twisted loop of small bowel with interloop adhesions in the mid abdomen was lysed and sutured.¿